Event description:
It was reported that patient underwent total knee arthroplasty in 2002. Subsequently, patient underwent revision procedure to remove and replace the femoral component in 2008.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.